Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device had a high pitch and rattling sound. The device did not take the skin graft properly. An additional skin graft was required from the patient and a 10 to 15 minute delay in surgery occurred. No additional consequences have been reported as a result of this malfunction. No additional event information available.